Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During ablation and wire manipulation around the pulmonary veins, the guidewire became stuck in the catheter. The physician attempted advancing and pulling the guidewire, but this was unsuccessful. The catheter was successfully undeployed and removed from the patient without issue. No tissue was seen at the tip of the catheter nor guidewire. The catheter was replaced, and the procedure was completed successfully without patient complications. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.